Manufacturer narrative:
Medtronic rep re-trained surgeon on appropriate pin placement and suggested going more lateral with placement to avoid interference with other instruments. Surgeon used the suggested technique in more recent cases with a higher degree of satisfaction. No impact on pt outcome reported.

Event description:
Medtronic rep was in a case to support the surgeon. The surgeon was performing a thoracic lumbar interbody fusion (tlif) procedure and decided mid-way through the surgery that he was not satisfied with where the pt reference frame had been placed. The use of navigation was discontinued. There was no impact on pt outcome reported.